Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was unknown mg/dl. The customer was treated for high blood glucose by bolussed with pump. The customer was admitted to the hospital. Customer's blood glucose at time of emergency room visit was 540 mg/dl. The customer cause of emergency room visit was diabetic ketoacidosis. The customer was still currently hospitalized. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to follow up with health care provider concerning unexplained high blood glucose. The customer was advised that the pump was working as designed. The customer's nurse reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose at time of incident was unknown mg/dl. The customer was shipped battery cap as courtesy.